Manufacturer narrative:
Additional information provided noted the native calcium was bulky and asymmetric mainly on the main coronary cusp moderate- severe. (B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, a large chunk of calcium appears to have contributed to the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During transfemoral deployment of a 29mm sapien 3 valve, annular rupture occurred. Due to a large chunk of calcium at the non coronary cusp prevented the valve deployed more on the left side, and an annular rupture developed at or around the sinotubular junction/left main. 30 seconds after the valve deployed, a large effusion and a hematoma were seen on echo at the aorta near the left main. The patient's chest was opened, however the patient died on the table. The av annulus measured 24.7 x 27.9, the lm height 12.4, the rca height 19.6. The sinus of valsalva (sov) measured 40mm and the sinotubular junction (stj) measured 30mm. The native calcium was bulky and asymmetric mainly on the main coronary cusp mod-sev.

Manufacturer narrative:
System updates pending: result code- no results available since no evaluation performed. Conclusion code- known inherent risk of the procedure per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, a large chunk of calcium appears to have contributed to the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During deployment of a 29mm sapien 3 valve, annular rupture occurred. Due to a large chunk of calcium at the non coronary cusp prevented the valve deployed more on the left side, and an annular rupture developed at or around the sinotubular junction/left main. 30 seconds after the valve deployed, a large effusion and a hematoma were seen on echo at the aorta near the left main. The patient's chest was opened, however the patient died on the table. The av annulus measured 24.7 x 27.9, the lm height 12.4, the rca height 19.6. The sinus of valsalva (sov) measured 40mm and the sinotubular junction (stj) measured 30mm.